Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. The perforation as confirmed via echocardiogram. This lead was successfully replaced the same day. No additional adverse patient effects were reported.